Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because additional information was received regarding the patient and initial reporter.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
It was reported this right ventricular (rv) lead displayed loss of capture (loc). Even when the pacing output was programmed to 7.5 v, the rv lead would not capture. There were no changes to impedance or intrinsic amplitude. The measurements were the same in bipolar and unipolar. A x-ray and fluoroscopy were performed, and no issues were observed. It was noted the patient had an intrinsic rate of 30 beats per minute, so no adverse patient effects were reported. The device was re-checked later that same day, and capture was confirmed at 3.5 v in bipolar. A couple of days later, however, loc was again observed due to high thresholds (6.5v). The next day, this rv lead was repositioned from the septum to the apex of the heart. It was suspected the threshold near the septum was high. The rv lead was programmed to maximum output (7.5v) for one week. This device remains in service. No additional adverse patient effects were reported.